Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. This report is for unknown screw/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: therapy dates are unknown. Unknown dual core locking screws (part # unknown, lot # unknown, qty # 2); 13mm ti cannulated tibial nail-ex/375mm-sterile (part # 04.004.755s, lot # unknown, qty # 1). PMA/510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a tibial nail on (B)(6) 2017 due to nonunion and two broken distal locking screws. A 13mm ti cannulated tibial nail-ex/375mm-sterile , two 5.0 distal locking screws, and two dual core locking screws were originally implanted on an unknown date. Device removal, bone graft, and renailing was successfully completed with no surgical delay. The patient outcome was reported as good. This complaint involves one (1) device. Concomitant devices reported: unknown dual core locking screws (part # unknown, lot # unknown, qty # 2); 13mm ti cannulated tibial nail-ex/375mm-sterile (part # 04.004.755s, lot # unknown, qty # 1). This report is 1 of 1 for (B)(4).